Event description:
It was reported that the lead exhibited a capture anomaly. The physician elected to leave the patient with vvir pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.